Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was exchanged.

Event description:
It was additionally reported here were no changes to anticoagulation status or pump parameters that may have contributed to the event. A chest x-ray was performed that showed no abnormal findings. The patient experienced elevated lactate dehydrogenase (ldh) and power spikes indicative of thrombus. After the pump exchange, there were elevated power and flow on the new pump and no specific cause identified. The alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), revealed the presence of thrombus in the pump which could have contributed to the reported elevated lactate dehydrogenase (ldh) and power elevations. (B)(6) was returned assembled with the driveline severed approximately 10.5¿ from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), examination of the rotor inlet revealed a dark red, thin ring of thrombus surrounding the rotor inlet section adjacent to the inlet bearing ball. The laminated structure of the thrombus formation and its areas of denaturation indicate that it was present while the device was supporting the patient. Examination of the proximal side of the outlet stator revealed a light pink, tissue-like deposition sitting loosely against the outlet bearing ball. The deposition was slightly denatured, but lacked laminated layering. Additionally, there were no contact marks at the distal end of the rotor, suggesting that this deposition was not likely present in this location during support; however, the origin of the deposition could not be determined through this evaluation. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, the depositions could have contributed to the reported elevated lactate dehydrogenase (ldh). Moreover, while a duration of time for which the depositions were present in the pump could not be conclusively determined, they could have created additional resistance on the spinning rotor, potentially contributing to the reported elevations in power. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and pump thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Sections 1 "introduction" and 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the pump was exchanged due to pump thrombosis.